Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required for the stem was unavailable. A search of the complaint database found no prior reports for the head part and lot number combination. Provided information states the surgeon said he may have not cleaned and dried the taper when implanting the head. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt was revised to address disassociation of the head from the humeral stem. The surgeon said he may not have cleaned/dry morse taper when implanting the head. The head was trapped in the posterior capsule, wedged between the glenoid and humerus. Extensive releases were performed to retrieve the head.